Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. The following information was provided by the initial reporter: material no: 309657. Batch no: unknown. It was reported that the plunger had a hole in it which caused the methotrexate to leak into the open barrel of the syringe after the medication had been drawn. Yesterday, the technicians drew up a methotrexate (chemotherapy product) using a 3 ml syringe from the procure cart. The plunger had a hole in it which caused the methotrexate to leak into the open barrel of the syringe. The staff noticed it prior to sending the product and it was disposed of into the chemotherapy waste container. This is an exposure concern for staff.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. A single loose 3ml syringe with needle attached was observed to be in end user¿s hand. The syringe was filled with 2ml of yellow fluid. A drop of fluid was observed to be behind the stopper¿s second rib and below the plunger rod¿s retaining ring. Potential root cause for the leakage past stopper defect could not be determined based on the available evidence at this time. Batch # is required to pursue investigation into processes and materials involved in making of the product in this complaint. A device history record review could not be performed as lot number was unknown h3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that the plunger had a hole in it which caused the methotrexate to leak into the open barrel of the syringe after the medication had been drawn. Yesterday, the technicians drew up a methotrexate (chemotherapy product) using a 3 ml syringe from the procure cart. The plunger had a hole in it which caused the methotrexate to leak into the open barrel of the syringe. The staff noticed it prior to sending the product and it was disposed of into the chemotherapy waste container. This is an exposure concern for staff.